Event description:
The ge oec 9800 fluoroscopy was reported to have to revert back to a masked image during a procedure using the roadmap function.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or any other system errors. User unfamiliar with proper system function. Ge oec clinical applications contacted to schedule operator in-service. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.